Event description:
The customer returned the high flow insufflation unit, which is an olympus asset with no reported complaint. During the evaluation of the device, supply pressure sensor does not work properly and deteriorated connector was observed. The service repair technician indicated that the most likely cause of the supply pressure sensor does not work properly was due to expired life expectancy of circuit board and deteriorated connector was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to expired life expectancy of circuit board, the supply pressure sensor does not work properly. However, the most probable cause for deteriorated connector was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.